Manufacturer narrative:
The manufacturer previously reported a ventilator's outlet flowpath thermistor, system board and sensor board were replaced for "service required" alarm conditions. The device's oxygen blending module board was also replaced for a "service required" alarm condition.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's outlet flowpath thermistor, system board and sensor board were replaced to address the issues.